Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an overheat error, customer called and stated pump had alarmed system over temperature twice. The nursing staff had powered off and then powered on the pump both times to resume pumping. They attempted to change to a different pump, but the second pump had autofill failure three times on startup. Customer was informed to put the second pump in rescue configuration then return it to hybrid configuration. They then placed the patient on the second pump without issue. There was no patient harm reported. Reference related mfg report # 2249723-2024-03754. FDA medwatch received on 17-sept-2024 stated the following: iabp (intra-aortic balloon pump) shut off 2 times while connected to patient. Equipment states due to "overheating". Second iabp was attempted to be swapped for use and read "autofill error"). Rep was contacted. Iabp reading "autofill error" was able to be reset and functioning subsequently through conversation with rep and is working at this time. Instructed to send to biomed once patient use is discontinued. Iabp with overheating issue has been discontinued and is being sent to biomed.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) had rn check the helium status on the pump, which showed an almost full tank. Then had them place the pump in rescue configuration, then return it to hybrid configuration, and then placed the patient on the pump without issue. There was no patient harm reported. The fse evaluated the unit and could not reproduce autofill failure. The fse states, while speaking with staff, a non OEM balloon was used at time of failure. With OEM balloon, system works. All functional and safety test performed. System was returned to the customer in working order.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an overheat error, customer called and stated pump had alarmed system over temperature twice. The nursing staff had powered off and then powered on the pump both times to resume pumping. They attempted to change to a different pump, but the second pump had autofill failure three times on startup. Customer was informed to put the second pump in rescue configuration then return it to hybrid configuration. They then placed the patient on the second pump without issue. There was no patient harm reported. Related complaint (B)(4).